Event description:
Boston scientific received information that this right ventricular (rv) lead had impedances less than 20 ohms last month. Boston scientific technical services (ts) was contacted and suggested that the patient be brought into the clinic for follow up and isometrics. The rv lead pacing impedances were turned off for an unknown reason. All other measurements have been 40 ohms to 50 ohms. Additional information received states that a red alert was detected for low shock impedances on the rv lead. No adverse patient effects were reported. Additional information received from the local sales representative states that a future procedure has been scheduled and this rv lead will be taken out of service.

Event description:
Subsequently, additional information received states that this rv lead was removed from service. At the time of the procedure it was noted that there was a subclavian crush and the conductor was fractured. The lead was successfully removed with no adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time the rv lead remains in service. This investigation will be updated when information is received.